Event description:
It was reported that the patient presented to the hospital due to an unspecified emergency. The implantable cardioverter defibrillator (ICD), right atrial (ra), and right ventricular (rv) lead were explanted. Further information was requested but not received.

Manufacturer narrative:
The reported event of allege malfunction was not confirmed. As received only the middle portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies except for procedural damage.